Event description:
It was reported that this vns patient listed above was diagnosed with partial vocal cord paralysis. It was stated that the patient has been having severe hoarseness and was having difficulty breathing/coughing. It was reported that these problems existed since surgery. The vns was found to have been programmed on post-op. No interventions are known to have been planned or taken to date. No additional relevant information has been received to date.

Event description:
It was reported by the physician that the patient's vocal cord paresis is directly related to the patient's vns surgery. As a result of the paresis, the patient's vns was disabled for patient comfort. The patient experienced a mild reduction in coughing after disablement, but he still continued to have speech difficulty, coughing, and a strained voice. No further relevant information has been received to date. No further relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient was referred for vocal cord surgery. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.